Event description:
A patient reported that their stimulation felt stronger than it had in the past, even though they had not adjusted their device. The patient noted that they do not normally notice stimulation increases unless they bend over or lay down, but today ((B)(6) 2010) the stronger stimulation felt more constant. The patient further indicated that they had not changed their device stimulation settings for "a long time", and had charged the device about a week ago. In addition, it was reported that the patient felt a sudden onset of nausea and began to feel sweaty, while being in contact with an electric cart and their device turned on. This issue had also occurred on (B)(6) 2010. It was noted that the patient had used an electric cart at the grocery store often in the past two months, but did not notice any issues before. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).